Event description:
It was reported that during a total laparscopic hysterectomy procedure, the device was activating intermittently using the hand activations buttons. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.